Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the associated defibrillator failed to detect these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to faulty electrode pads. The pads were scrapped and the customer was sent replacement pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log of the customer's report was provided. Review of the device log did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The customer was sent a replacement set of electrode pads. Analysis of reports of this type has not identified an increase in trend.